Event description:
It was reported that the patient dropped the screener box while going to the bathroom and cracked the case. The 9 volt battery came out, along with the battery contacts. The patient was able to put the ens back together and get the green light. The patient received a shock when turning on the ens. The trial began yesterday.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).